Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug eluting stent system was selected for treatment of a severely calcified lesion (80 percent stenosis degree) in a severely tortuous part of the lad diagonal bifurcation. After pre-dilation, the complaint instrument was introduced into the patients body by use of a 7f radial sheath, a 7f ebu 3.5 guiding catheter and a 0.014 inch guidewire. However, the complaint instrument could not cross the lesion. During the same intervention, another orsiro also failed to pass the lesion (reported separately).